Event description:
We were doing an egd on a patient who had a suspected gi bleed. Once we got the scope down the esophagus and into the stomach, we identified esophageal varices that had become ulcerated and one particular varix that had a red nipple sign - a telltale sign of recent bleeding. The gastroenterologist asked for something called a banding kit to band the problem varix. The nurse assisted the gastroenterologist in putting the banding equipment on the scope. When that was ready, the gastroenterologist put the scope back down the patient's esophagus and proceeded to attempt to band the bleeding varix. The bander misfired a couple times and the scope was pulled out yet again while the varix continued to hemorrhage. We used a second banding kit and the equipment functioned as normal. However, instead of placing a band, the gastroenterologist decided to simply apply a clip to the bleeding varix. After the clip was deployed, the bleeding started to slow and it was decided that the procedure was over and the patient was transported back to the ICU with an airway that the anesthesiologist placed during the procedure.